Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the catheter was originally displaying accurately until the patient started to move. The patient moved multiple times, prior to the user reporting the issue. The user previously remapped or started a new map under the same study to compensate for the movement. After the last movement, the user noted that his catheter did not appear in the correct location on the map. The catheter was showing posterior to the cloud points created on the map, using a navistar catheter. The navistar catheter appeared in the accurate location regardless of patient movement. Approximately 5 minutes after, the catheter was reported displaying inaccurately on the carto 3 system, the acl "moved back" and was then redisplayed in the correct location on the map. The user was advised that most likely, the system took longer to compensate for the patient movement for acl based catheters, since multiple patient movements had already occurred. A new study was not started. The user was asked and stated that no other errors or alerts were noted before and after the catheter shifted to the proper location on the map. The procedure was continued without harm to the patient.

Manufacturer narrative:
Evaluation summary. Manufacturer's ref. No.: (B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the his catheter was originally displaying accurately until the patient started to move. The patient moved multiple times prior to the user reporting the issue. The user previously remapped or started a new map under the same study to compensate for the movement. After the last movement, the user noted that the his catheter did not appear in the correct location on the map. The catheter was showing posterior to the his cloud points created on the map using a navistar catheter. The navistar catheter appeared in the accurate location regardless of patient movement. Approximately 5 minutes after the his catheter was reported displaying inaccurately on the carto 3 system, the acl "moved back" and was then redisplayed in the correct location on the map. The user was advised that most likely the system took longer to compensate for the patient movement for acl based catheters, since multiple patient movements had already occurred. A new study was not started. The user was asked and stated that no other errors or alerts were noted before and after the his catheter shifted to the proper location on the map. The procedure was continued without harm to the patient. The customer was contacted by biosense webster field service engineer (fse). The customer declined service and stated that they just wanted the observation to be reported. The complaint reported was a normal system behavior. The system alerts the user regarding patient movement that could not be compensated by the system. Based on the event described, no map shift warning should be displayed by (B)(4). The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation, will be submitted once it is completed. (B)(4).